Event description:
Two hunter graspers were used for this procedure, each of their respective handles came apart during their use. A screw was missing from each one during the procedure. Dr.(B)(6), general surgeon was notified. Ref report: mw5167562.